Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of natural birth surgery? What was the condition of the tissue (healthy, diseased) sutured? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? When was the surgery for removal of the remaining needle performed? Were all pieces of broken needle retrieved? If applicable, will product be returned, return date, tracking information? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the current condition of the patient? The patient demographic info: age, gender, weight, bmi at the time of index procedure and other relevant patient history?

Event description:
It was reported that a patient underwent a natural birth surgery on (B)(6) 2020 and the suture was used. During the surgery, the needle broke when sewing the perineal wound. About 1.5cm of needle remained in muscularis perineum of the patient. The remaining part was not found immediately. The patient was transferred to another hospital and the remaining needle was retrieved at last. Another like device was used to complete the surgery.

Manufacturer narrative:
Date sent to the FDA: 06/10/2020. Additional h-6 method codes: 3331. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: unknown, due to after follow-up attempt, no information can be provided from the hospital. Date of natural birth surgery? What was the condition of the tissue (healthy, diseased) sutured? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? When was the surgery for removal of the remaining needle performed? Were all pieces of broken needle retrieved? If applicable, will product be returned, return date, tracking information? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the current condition of the patient? The patient demographic info: age, gender, weight, bmi at the time of index procedure and other relevant patient history? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.